Manufacturer narrative:
Results: representative samples of the returned product were visually examined then tested for knot pull tensile strength. The results obtained met specification. Conclusion - no failure detected and the product meets requirements.

Event description:
International customer reported that the suture broke one day following c-section. The patient was returned to surgery for repair. No further information was provided.